Manufacturer narrative:
This supplemental report is being submitted to provide additional reportable malfunction observed during investigation. Correction to b5: added additional reportable malfunction correction to h6: added medical device code (a040502 corroded), added component code (g05006 lenses), and added investigation findings (c0706 stress problem identified) a definitive root cause could not be identified. Based on the results of the investigation, the cause of the corrosion on the light guide lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional reportable found during investigation: it was observed during the device evaluation that the gastrointestinal videoscope had corrosion on the light guide lens.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal video scope exhibit burned plastic distal end cover. There was no patient involvement.